Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and did not confirmed the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9012-000 anesthesia gas machine was unable to drive the bellows resulting in a loss of mechanical ventilation. This report was from a single source. This event did not involve a patient.